Event description:
Bayer case number: (B)(4). A trace of the implants was found, and they had moved in her body [device breakage]. The one from the uterus had broken and migrated to the wall of my intestines, [intestinal perforation]. Groin pain [groin pain]. Pelvic pain [pelvic pain female]. Difficulty in walking [difficulty in walking]. Untimely bleeding [genital bleeding]. Hair loss [hair loss]. The insertion was monstrous [procedural pain]. Joint pain [joint pain]. Found one of the two implants implanted in the uterine muscle [device placement at incorrect location]. Case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of device breakage ("a trace of the implants was found, and they had moved in her body") and intestinal perforation ("the one from the uterus had broken and migrated to the wall of my intestines,") in a 55 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. Essure was removed in 2025. On unknown date she experienced device breakage (seriousness criterion intervention required), intestinal perforation (seriousness criterion intervention required), groin pain ("groin pain"), pelvic pain ("pelvic pain"), gait disturbance ("difficulty in walking"), genital haemorrhage ("untimely bleeding"), alopecia ("hair loss"), procedural pain ("the insertion was monstrous"), arthralgia ("joint pain") and device implantation error ("found one of the two implants implanted in the uterine muscle"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy & oophorectomy). At the time of the report, the outcomes for intestinal perforation, groin pain, pelvic pain, gait disturbance, genital haemorrhage, alopecia, procedural pain, arthralgia and device implantation error were unknown. No causality assessment was received for essure with regard to groin pain, pelvic pain, gait disturbance, genital haemorrhage, alopecia, procedural pain, arthralgia, device breakage, intestinal perforation or device implantation error. The reporter commented: in 2013, I was over 40, I had already had children, I thought about stopping contraception. I was thinking about tubal ligation, but my gynecologist advised the implants and pointed me to an obstetrician who had been inserting them for several years.¿ that was when the nightmare began for me. A nightmare that would last for 8 years. An essure implants carrier from 2013 to 2021. At my first appointment, the obstetrician explained that the insertion was performed without anesthetic. I know myself, I know how sensitive I am, I told him that it was out of the question for me, and I asked him to be sedated as a minimum. That was the agreement, but on the day of the intervention I wasn¿t sedated,¿ she says the implants were inserted in (B)(6) 2013. Over ten years later, the memories are still fresh in the mind especially the pain. ¿the insertion was monstrous. To get through the cervix, he forced it; to penetrate each fallopian tube, he forced it. And then he had to turn the implants; it was terribly painful. I associate it with torture. Not only was the deed performed, according to her, with a total disregard for the patient¿s wishes, but it also turned out to be a failure. After the insertion, reports pain ¿comparable to childbirth¿. And at a check-up x-ray, only one of the two implants was located. So, the obstetrician offered to start again. ¿you will never touch me again,¿ replied to him. In (B)(6) 2014, went to different obstetrician, who, on examination, found one of the two implants implanted in the uterine muscle, and the second one folded in a stirrup on a fallopian tube. He didn¿t touch it and proceeded to perform tubal ligation in order to ensure that b[redacted] at least had the sterility she wanted. We noticed that the two implants were wandering around inside my body. Would then be faced with multiple health concerns, and no medical examination was able to determine the cause. Joint pain. Pain in the groin, pain in the pelvis, difficulty walking, irregular bleeding, hair loss, ¿every test came back normal. I thought I was being a hypochondriac, then I put it down to the menopause. Until the day when, during an x-ray, a trace of the implants was found, and they had moved in her body: ¿the one from the uterus had broken and migrated to the wall of my intestines,¿ she recalls I spent eight years wondering if I was crazy. Eight years in a medical nightmare. ¿my uterus, fallopian tubes and ovaries had to be removed. That couldn¿t be done by endoscopy. A thirty centimetre stretch of my stomach was opened up. The obstetrician was able to remove all the pieces of the implant which had broken. That doctor was an extraordinary person, full of kindness and respect for women. Since then, I have come back to life!¿ she says, full of appreciation. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] in (B)(6) 2014: found one of the two implants implanted in the uterine muscle, and the second one folded in a stirrup on a fallopian tube. He didn¿t touch it, and proceeded to perform tubal ligation in order to ensure that at least had the sterility she wanted [x-ray] (dates unknown): only one of the two implants was located. And a trace of the implants was found, and they had moved in her body: ¿the one from the uterus had broken and migrated to the wall of my intestines,¿ she recalls further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) a trace of the implants was found, and they had moved in her body [device breakage] the one from the uterus had broken and migrated to the wall of my intestines, [intestinal perforation], groin pain [groin pain] , pelvic pain [pelvic pain female] , difficulty in walking [difficulty in walking] , untimely bleeding [genital bleeding], hair loss [hair loss], the insertion was monstrous [procedural pain], joint pain [joint pain] , found one of the two implants implanted in the uterine muscle [device placement at incorrect location]. Case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of device breakage ("a trace of the implants was found, and they had moved in her body") and intestinal perforation ("the one from the uterus had broken and migrated to the wall of my intestines,") in a 55 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. Essure was removed in 2025. On unknown date she experienced device breakage (seriousness criterion intervention required), intestinal perforation (seriousness criterion intervention required), groin pain ("groin pain"), pelvic pain ("pelvic pain"), gait disturbance ("difficulty in walking"), genital haemorrhage ("untimely bleeding"), alopecia ("hair loss"), procedural pain ("the insertion was monstrous"), arthralgia ("joint pain") and device implantation error ("found one of the two implants implanted in the uterine muscle"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy & oophorectomy). At the time of the report, the outcomes for intestinal perforation, groin pain, pelvic pain, gait disturbance, genital haemorrhage, alopecia, procedural pain, arthralgia and device implantation error were unknown. No causality assessment was received for essure with regard to groin pain, pelvic pain, gait disturbance, genital haemorrhage, alopecia, procedural pain, arthralgia, device breakage, intestinal perforation or device implantation error. The reporter commented: in 2013, I was over 40, I had already had children, I thought about stopping contraception. I was thinking about tubal ligation, but my gynecologist advised the implants and pointed me to an obstetrician who had been inserting them for several years.¿ that was when the nightmare began for me. A nightmare that would last for. A nightmare that would last for 8 years. An essure implants carrier from 2013 to 2021. At my first appointment, the obstetrician explained that the insertion was performed without anesthetic. I know myself, I know how sensitive I am, I told him that it was out of the question for me, and I asked him to be sedated as a minimum. That was the agreement, but on the day of the intervention I wasn't sedated,¿ she says the implants were inserted in (B)(6) 2013. Over ten years later, the memories are still fresh in the mind especially the pain. ¿the insertion was monstrous. To get through the cervix, he forced it; to penetrate each fallopian tube, he forced it. And then he had to turn the implants; it was terribly painful. I associate it with torture. Not only was the deed performed, according to her, with a total disregard for the patient¿s wishes, but it also turned out to be a failure. After the insertion, reports pain ¿comparable to childbirth¿. And at a check-up x-ray, only one of the two implants was located. So, the obstetrician offered to start again. ¿you will never touch me again,¿ replied to him. In (B)(6) 2014, went to different obstetrician, who, on examination, found one of the two implants implanted in the uterine muscle, and the second one folded in a stirrup on a fallopian tube. He didn't touch it and proceeded to perform tubal ligation in order to ensure that b[redacted] at least had the sterility she wanted. We noticed that the two implants were wandering around inside my body. Would then be faced with multiple health concerns, and no medical examination was able to determine the cause. Joint pain. Pain in the groin, pain in the pelvis, difficulty walking, irregular bleeding, hair loss, ¿every test came back normal. I thought I was being a hypochondriac, then I put it down to the menopause. Until the day when, during an x-ray, a trace of the implants was found, and they had moved in her body: ¿the one from the uterus had broken and migrated to the wall of my intestines,¿ she recalls I spent eight years wondering if I was crazy. Eight years in a medical nightmare. ¿my uterus, fallopian tubes and ovaries had to be removed. That couldn't be done by endoscopy. A thirty centimetre stretch of my stomach was opened up. The obstetrician was able to remove all the pieces of the implant which had broken. That doctor was an extraordinary person, full of kindness and respect for women. Since then, I have come back to life!¿ she says, full of appreciation. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] in (B)(6)2014: found one of the two implants implanted in the uterine muscle, and the second one folded in a stirrup on a fallopian tube. He didn't touch it, and proceeded to perform tubal ligation in order to ensure that at least had the sterility she wanted [x-ray] (dates unknown): only one of the two implants was located. And a trace of the implants was found, and they had moved in her body: ¿the one from the uterus had broken and migrated to the wall of my intestines,¿ she recalls. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-may-2025: upon receipt of new follow up it was identified that argus cases (B)(4) were duplicate of each other. Therefore, argus case (B)(4) needs to nullify from argus database. All source documents, references events & relevant information has been transferred to retention case. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). A trace of the implants was found, and they had moved in her body [device breakage], the one from the uterus had broken and migrated to the wall of my intestines, [intestinal perforation], groin pain [groin pain], pelvic pain [pelvic pain female], difficulty in walking [difficulty in walking] , untimely bleeding [genital bleeding] , hair loss [hair loss] , the insertion was monstrous [procedural pain] , joint pain [joint pain] , found one of the two implants implanted in the uterine muscle [device placement at incorrect location] . Case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of device breakage ("a trace of the implants was found, and they had moved in her body") and intestinal perforation ("the one from the uterus had broken and migrated to the wall of my intestines,") in a 55 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. Essure was removed in 2025. On unknown date she experienced device breakage (seriousness criterion intervention required), intestinal perforation (seriousness criterion intervention required), groin pain ("groin pain"), pelvic pain ("pelvic pain"), gait disturbance ("difficulty in walking"), genital haemorrhage ("untimely bleeding"), alopecia ("hair loss"), procedural pain ("the insertion was monstrous"), arthralgia ("joint pain") and device implantation error ("found one of the two implants implanted in the uterine muscle"). The patient was treated with surgery (hysterectomy , bilateral salpingectomy & oophorectomy). At the time of the report, the outcomes for intestinal perforation, groin pain, pelvic pain, gait disturbance, genital haemorrhage, alopecia, procedural pain, arthralgia and device implantation error were unknown. No causality assessment was received for essure with regard to groin pain, pelvic pain, gait disturbance, genital haemorrhage, alopecia, procedural pain, arthralgia, device breakage, intestinal perforation or device implantation error. The reporter commented: in 2013, I was over 40, I had already had children, I thought about stopping contraception. I was thinking about tubal ligation, but my gynecologist advised the implants and pointed me to an obstetrician who had been inserting them for several years.¿ that was when the nightmare began for me. A nightmare that would last for. A nightmare that would last for 8 years. An essure implants carrier from 2013 to 2021. At my first appointment, the obstetrician explained that the insertion was performed without anesthetic. I know myself, I know how sensitive I am, I told him that it was out of the question for me, and I asked him to be sedated as a minimum. That was the agreement, but on the day of the intervention I wasn't sedated,¿ she says the implants were inserted in (B)(6) 2013. Over ten years later, the memories are still fresh in the mind especially the pain. ¿the insertion was monstrous. To get through the cervix, he forced it; to penetrate each fallopian tube, he forced it. And then he had to turn the implants; it was terribly painful. I associate it with torture. Not only was the deed performed, according to her, with a total disregard for the patient¿s wishes, but it also turned out to be a failure. After the insertion, reports pain ¿comparable to childbirth¿. And at a check-up x-ray, only one of the two implants was located. So, the obstetrician offered to start again. ¿you will never touch me again,¿ replied to him. In (B)(6) 2014, went to different obstetrician, who, on examination, found one of the two implants implanted in the uterine muscle, and the second one folded in a stirrup on a fallopian tube. He didn't touch it and proceeded to perform tubal ligation in order to ensure that b[redacted] at least had the sterility she wanted. We noticed that the two implants were wandering around inside my body. Would then be faced with multiple health concerns, and no medical examination was able to determine the cause. Joint pain. Pain in the groin, pain in the pelvis, difficulty walking, irregular bleeding, hair loss, ¿every test came back normal. I thought I was being a hypochondriac, then I put it down to the menopause. Until the day when, during an x-ray, a trace of the implants was found, and they had moved in her body: ¿the one from the uterus had broken and migrated to the wall of my intestines,¿ she recalls I spent eight years wondering if I was crazy. Eight years in a medical nightmare. ¿my uterus, fallopian tubes and ovaries had to be removed. That couldn't be done by endoscopy. A thirty centimetre stretch of my stomach was opened up. The obstetrician was able to remove all the pieces of the implant which had broken. That doctor was an extraordinary person, full of kindness and respect for women. Since then I have come back to life!¿ she says, full of appreciation. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] in (B)(6) 2014: found one of the two implants implanted in the uterine muscle, and the second one folded in a stirrup on a fallopian tube. He didn't touch it and proceeded to perform tubal ligation in order to ensure that at least had the sterility she wanted. [X-ray] (dates unknown): only one of the two implants was located. And a trace of the implants was found, and they had moved in her body: ¿the one from the uterus had broken and migrated to the wall of my intestines,¿ she recalls. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-may-2025: quality safety evaluation of ptc. 06-may-2025: health authority reference number added. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.